Event description:
The pt reportedly had an infection at the implant site. The pt was treated with antibiotics (type unk). However, the infection did not resolve. The dr decided to explant the device. The pt will be reimplanted at a future date.